Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of partial display/missing segments from the insulin pump. The customer's blood glucose reading was unknown. The customer mentioned that there is a line going through the screen of the pump. The customer did not have new (B)(6) aaa alkaline battery to test with the pump. The customer will call back to troubleshoot. The insulin pump will not be returned for analysis.